Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. The customer reported that the drive support cap was sticking out. Customer reported that they did not have a back-up plan available. Troubleshoot was declined for physical damage on pump and high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The drive support was inspected and no anomaly was noted. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the programmed value properly on the display graph. The sensor threshold suspend feature working properly. The device was received with cracked case at the reservoir tube window corner, minor scratched display window and case.